Event description:
The cs33 was fired and an anastamosis was created. A leak test was performed and the staple line was not complete. There was no adverse impact to the patient. The patient is doing well.

Manufacturer narrative:
The returned device had a damaged drive clip, and the staples did not hit the pockets as intended.